Event description:
During a lithectomy following est the physician used a wilson-cook web ii memory double lumen extraction basket. The extraction basket was advanced through the endoscope. When the physician attempted to extend the basket the inner drive wire punctured the outer sheath near the handle assembly. No injury to the user was reported.